Event description:
The customer contacted (B)(4) regarding a product complaint associated with the ez breath atomizer on (B)(6) 2013. The patient reported that she experienced shortness of breath and dizziness after her atomizer failed to produce an aerosol mist. Multiple attempts were made to reach the customer via telephone; however, all attempts were unsuccessful.

Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. The root cause of this complaint cannot be identified, since the device was not returned.